Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft was implanted in a patient for the endovascular treatment of a 60 mm abdominal aortic aneurysm. It was reported that during the index procedure of an endovascular aneurysm repair (evar) with ruptured abdominal aorta, a right renal artery (ra) occlusion and left renal artery (ra) chimney with a non-medtronic device were performed to secure the length of proximal neck. Final imaging was performed and it was confirmed that a minor type ia endoleak from the gap between the non-medtronic device and the endurant stent graft system. The activated clotting time (act) had been extended to 320 seconds and will be monitored for approximately one week after the procedure. It was reported that the non-medtronic stent could not be implanted straight in the endurant stent graft system and it was implanted in a diagonally intersecting method. As per the physician, the cause was suspected that there were many parts in contact with the endurant stent graft system. No additional clinical sequalae were reported and the patient is being monitored